Event description:
Customer reported right monitor is going black. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the sys and reseated boards and cables. System operates as intended. (B) (4).